Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to an unknown cause.

Event description:
It was additionally reported that the cause of death was cardiac failure, persistent ventricular tachycardia, and right ventricular failure. The right heart failure existed prior to left ventricular assist device (lvad) implant. A device related issue did not cause or contribute to right heart failure. The patient experienced shortness of breath, and the right heart failure was treated with bilevel positive airway pressure (bipap). As a symptom of the arrhythmia the patient experienced fatigue. The patient had a history of atrial flutter and ventricular tachycardia prior to lvad implant. An implantable cardioverter defibrillator was implanted prior to lvad. The event was not considered device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the ventricular tachycardia was treated with lidocaine drops.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, cardiac arrhythmia, and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Additionally, section 6 of the IFU lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.